Event description:
(B)(6) zoll pt service representative (psr) called zoll customer support to report that wires were exposed on a (B)(6) male pt's monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged connector. The pt received a replacement monitor.